Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure has been planned due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. A review of invoice history confirmed the initial surgery date. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-03323 & 03324).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure has been planned due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. A review of invoice history confirmed the initial surgery date. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicate that right hip revision procedure was performed on (B)(6) 2014 due to pain, limping/trendelenburg gait, swelling, and soft tissue impingement acetabulum. The patient's operative report noted synovial fluid, and the gluteus medius tendon was detached from the greater trochanter.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of (B)(4). Upon reassessment, it was determined to be not reportable. The initial report was forwarded in error and should be voided.